Manufacturer narrative:
Other applicable components are: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for cervical radiculopathy and spinal pain. It was reported that the patient had increased pain. The patient stated that they had numerous falls. Impedances were taken and readings of >10 ,000 ohms were noted primarily on electrodes 8-15. Reprogramming was done around the >10,000 ohm electrodes and the manufacturer representative was able to gain stimulation to the areas of the patient's pain. It was reported that the issues had resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.